Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. Customer's current blood glucose reading was 478 mg/dl. Customer is thirsty. Customer treated with manual injection. Paramedics were called to treat blood glucose reading of 40 mg/dl. Customer also had a wound on the leg. Customer also stated that the blood glucose level went to 14 and a heart attack occurred. Advised customer that the insulin pump will be replaced, due to cosmetic damage. Nothing further reported.